Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the device. The pump was returned with the driveline cut approximately 8 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and cup. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. The thrombus formations found in the pump could have contributed to the reported elevation in lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 06/06/2016 from a user facility report (B)(4)) received via the user facility stating: event description: the patient underwent vad - thoractec insertion on (B)(6) 2016 in which a heartmate ii pump was placed. Over the course of four months, patient had elevated ldh levels. Lvad pump exchange with bypass performed on (B)(6) 2016 in which heartmate ii pump was replaced. Upon removal of the heartmate ii pump that was implanted on (B)(6) 2016, the surgeon advised he did not open up the pump, but he did observe white appearing thrombus.

Manufacturer narrative:
The referenced previous events of elevated lactate dehydrogenase levels were reported under medwatch MDR report #2916596-2016-00431. (B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient reportedly experienced elevated lactate dehydrogenase (ldh) levels intermittently since implant in (B)(6) that were treated with changes in the anticoagulation regimen. During those events, the patient reportedly did not exhibit any symptoms other than elevated laboratory values. On an unspecified date, the patient was re-admitted to the hospital for signs of hematuria due to dark colored urine. During the week of (B)(6) 2016, the patient's lactate dehydrogenase (ldh) level was elevated to 900 u/l. An echocardiogram ramp study showed the aortic valve closed at speeds upwards of 10,000 rpm. The patient's ldh reportedly continued to remain elevated throughout the weekend of (B)(6) 2016. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis.